Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had incorrect time. A technical support specialist remoted into station and changed time through command in bomgar to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it was 9 minutes slower than regular time. The customer reported that the user was unable to issue medications and that there were interruptions to care. The customer stated that the nurse had to wait a few minutes before being able to retrieve the scheduled dose for the patient. There were no adverse events or injuries reported based on this event.